Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 2547 captures the reportable event of tip failure to separate. Block h10: visual inspection of the returned device found the handle cannula detached from the handle. The wire assembly had been pulled out (extracted) from its original position. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula had been forcibly pulled out from the set screws. During evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal and proximal screw depth were measured and found to be within specification. Additionally, the pull wire was observed kinked in different sections. The thumb ring and the finger ring were detached from the handle; however, the handle has coincident marks that indicate proper assembly during manufacturing. The basket wires were found to be deformed and the tip was intact and still attached to the basket wires assembly. Additionally, the side car tunnel was found torn. Since the issue occurred during procedure, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to bent or deformed basket wires and pull wire kinks. Interaction with other devices could have also contributed to the bent/deformed basket. The interaction with the guidewire could have contributed torn side car material. The encountered failure is consistent with one caused when the guidewire is pulled through the sidecar tunnel while it is in place in the tunnel. Additionally, handling and manipulation of the device during its use can lead to the handle cannula pulling out from the finger ring. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone or retract the basket resulting in the handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a basket failed to crush a stone and failed to release. As pressure was applied with an alliance handle, the sheath of the basket sheared on the distal end. The same issue occurred with a second basket. The baskets were removed from the stones with a combination of dilation balloons and biopsy forceps. A stent was placed, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a basket failed to crush a stone and failed to release. As pressure was applied with an alliance handle, the sheath of the basket sheared on the distal end. The same issue occurred with a second basket. The baskets were removed from the stones with a combination of dilation balloons and biopsy forceps. A stent was placed, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.